Event description:
While attempting to clip the cystic duct and cystic artery, the ethicon endo-surgery endoscopic multiple clip applier (5mm) clips were jamming during every other firing. After several clips were used. A new applier was then secured.